Event description:
It was reported that the customer had high blood glucose levels of over 800 mg/dl. The customer was hospitalized due to diabetes ketoacidosis. The customer was treated with an insulin drip and was given zofran. The mother of the customer also reported that the customer was vomiting a lot, had nausea and had dry heaves. Unable to troubleshoot as the customer was still in the hospital when the mother reported. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.